Event description:
Patient underwent a rotator cuff repair. Patient's bone was hard while placing the first anchor, approximately 5-10 percent of the back of the anchor broke while inserting. Broken piece removed. Did not impact surgery. Vendor representative was made aware and a qa form was completed.